Manufacturer narrative:
The customer returned the meter for investigation. The returned meter was measured with retention test strips using liquid qc of a high level. Testing results: qc 1: 3.2 inr; qc 2: 3.2 inr; qc 3: 3.2 inr. The results alleged by the customer were observed in the meter¿s patient result memory on (B)(6) 2019 not (B)(6) 2019 as stated by the customer. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
Occupation: occupation was lay user/patient.

Event description:
The initial reporter received a questionable low result from coaguchek xs meter serial number (B)(4). At 12:57 pm, the meter result was 2.1 inr. At 1:30 pm, the result from a meter in the doctor's office was 2.8 inr. The customer believed the meter was a roche meter. This result was believed to be correct. There was no allegation of an adverse event. The therapeutic range was 2 to 3 inr. The customer was not anemic, not polycythemic, had no heparin therapy, no antiphospholipid antibodies, no direct thrombin inhibitors, no coumadin dose change, no new medications, n additional illness, and no unusual bleeding or bruising. The customer stated he changes his diet based on the meter reading. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 378397) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.